Event description:
Ous MDR - after an implantation period of approximately 79 months, elevated impedance and threshold values were reported. On (B)(6) 2017 a new lead was added on the right side and the ICD was replaced. The old system on the left side will be capped and removed in the next weeks. This report will be updated should additional information become available.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a gradually increasing pacing impedance from 600 ohms to 1600 ohms between (B)(6) 2016 and (B)(6) 2017. Furthermore the pacing threshold gradually increased from 0.5 v to 1.0 v in the same time period. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information become available for analysis, the investigation will be updated.